Manufacturer narrative:
The insulin pump passed operating current, unexpected error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.